Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient only had abdominal stimulation. The impedances were reported as good. A nurse practitioner ordered x-rays and the rep was meeting with the healthcare professional and patient at the end of next week. Impedances were checked and reprogramming was done to try and resolve the issues. No further complications were reported.